Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on february 1, 2024 by the journal of pediatric orthopedics titled ¿medial patellofemoral ligament reconstruction with or without tibial tubercle osteotomy in carefully selected patients results in a 5% revision rate: a preliminary analysis.¿ the study reviewed 74 patients and identified collateral ligament instability with bioabsorbable interference screws and tenodesis screws in 17 patients during the 3-year follow-up period. 4 patients experienced recurrent instability. Ref: perkins ca, egger ac, busch mt, murata a, willimon sc. Medial patellofemoral ligament reconstruction with or without tibial tubercle osteotomy in carefully selected patients results in a 5% revision rate: a preliminary analysis. J pediatr orthop. Feb 1 2024;44(2):e144-e150. Doi:10.1097/bpo.0000000000002582.